Event description:
It was reported by the patient that since having the rezoom placed in (B)(6) 2007, he has had a poor reading ability and "night driving is very bad". Patient reported that he was told by his physician that removing the lens and replacing it with another lens is the only solution; however, there is no indication that a second surgery is scheduled and/or has occurred at this time. The patient later provided additional information stating that he has been partially sighted since birth and there is a chance that the new lens would not be as good as the current intraocular lens.

Manufacturer narrative:
Device remains implanted to the best of our knowledge at the time of submitting the medical device report. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
Initial report had ''additional information'' checked; it should not have been checked as it was an initial report. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.